Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; distal segment returned and analyzed.

Event description:
It was reported that the patient complained of a very slow heart rate. A carelink transmission showed possible loss of capture and over 3000 high impedance paces. It was also reported that there was oversensing, high thresholds, and a suspected lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.